Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that the surgeon disassembled the driver (48231326). After that, when the surgeon tried to set only the outer shaft of the driver (48231326) at the head of the screw and tried to turn the head around, the tip of the driver (clincher) was broken. The particle was not remained in the pt's body. There was no delay in the operation.